Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field service by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit was delivering a higher amount of tidal volume than expected. There was no patient involvement associated with this complaint.

Manufacturer narrative:
Failure analysis results of investigation: vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. During initial bench testing, the flow valve was installed into a test ventilator and found the flow valve failed for high out of specification tidal volume measurements. The flow valve also failed the production ltv flow valve assembly test procedure for higher pressure on over pressure relief test. Visual inspection does not reveal any anomalies; but further testing found the rod pusher¿s diagram was dirty and drifted out of specification.